Event description:
The user facility reported an unspecified patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that when the automated impella controller (aic) purge disc was introduced, the blue part was damaged. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
D.9 updated as the console was returned for investigation. The investigation for the reported automated impella controller -purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2024-13170 in accordance with updated procedures. Revised catalog number as was incorrectly entered on the initial manufacturer device report number. E.1 name prefix/title was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13170. Revised first and last name, facility name and city as they were previously entered incorrectly on initial manufacturer device report number 1220648-2024-13170. E.3 revised as previous selection was incorrect on the initial manufacturer device report number 1220648-2024-13170. G.1 revised manufacturing site fax number from the initial submission of manufacturer device report number 1220648-2024-13170 in accordance with updated procedures h.8 revised as previous selection was incorrect on the initial manufacturer device report number 1220648-2024-13170.